Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
It was reported that "the unit shows lower spo2 readings by 5% to 6% as compared with values using another pulse oximeter at the site." No known impact or consequence to patient was reported.